Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a leak. The tubing set was to deliver an unspecified volume of an unspecified medication, at an unspecified rate, via a plum pump. It was reported that during priming of the tubing set prior to pt use, an unspecified volume of solution leaked from unspecified location of the cassette of the tubing set. The tubing set was replaced and the therapy was initiated. Though requested, no add'l info was provided.